Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left upper arm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres during pressurization. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.